Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the device or any visual images to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
The product, central peripheral insertion catheter, during infusion, has leaked by cracking or breaking in the catheter base, more precisely, on the weld between the central connection and the catheter , interrupting the infusion of the antibiotic. Adverse event : extravasation at the infusion site.